Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2015 due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).